Manufacturer narrative:
Sanofi company comment dated on 16-jun-2023: this case involves 76 years old male patient who after being treated with hylan g-f 20, sodium hyaluronate (synvisc one) had a surgery (right knee). Based on the limited information provided regarding this case, causal role of the company suspect product cannot be established as the underlying indication is major confounding factor of the occurrence of reported event. Case will be re-assessed upon follow up with baseline and event related findings, co-morbidities and lifestyle status of the patient.

Event description:
Surgery; right knee [knee surgery nos]. It did not help him/ lack of efficacy with no reported adverse event [device ineffective]. Case narrative: initial information received on 13-jun-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 76 years old male patient who after being treated with hylan g-f 20, sodium hyaluronate (synvisc one) reported that it did not help him/ lack of efficacy with no reported adverse event and had a surgery (right knee). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, concurrent condition/ risk factor and family history were not provided. On (B)(6) 2022, the patient started taking hylan g-f 20, sodium hyaluronate injection in right knee at a dose of 6 ml 1x via intra-articular route (lot - crsl016, expiry date, strength: unknown) for osteoarthritis. He mentioned that it did not help him (device ineffective) and since had surgery (knee operation) (onset; latency: unknown). Action taken: not applicable for both events. Outcome: unknown for device ineffective and was recovered on an unknown date for had surgery. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: medically significant for knee operation. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Surgery; right knee [knee surgery nos] it did not help him/ lack of efficacy with no reported adverse event [device ineffective] case narrative: initial information received on 13-jun-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 76 years old male patient who after being treated with hylan g-f 20, sodium hyaluronate (synvisc one) reported that it did not help him/ lack of efficacy with no reported adverse event and had a surgery (right knee). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, concurrent condition/ risk factor and family history were not provided. On (B)(6) 2022, the patient started taking hylan g-f 20, sodium hyaluronate injection in right knee (strength: 48mg/ml) at a dose of 6 ml 1x via intra-articular route (lot - crsl016, expiry date: 31-mar-2025) for osteoarthritis. He mentioned that it did not help him (device ineffective) and since had surgery (knee operation) (onset; latency: unknown). Action taken: not applicable for both events. Outcome: unknown for device ineffective and was recovered on an unknown date for had surgery. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: medically significant for knee operation. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: crsl016) with global ptc number: (B)(6). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. The defect class has been updated to ii - ((B)(6) 2023). Investigation updated to reflect correct batch number and investigation. (Tj 23jun2023) batch # crsl016, synvisc one was manufactured on 22apr2022 with expiration date of 31mar2025 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Customer sample was not available for evaluation. Trend analysis: there are a total of 25 complaints for mother lot crsl016 and sub-batches. 100254064 crsl016b adverse event 100256940 crsl016b adverse event 100259684 crsl016 adverse event 100259685 crsl016 adverse event 100260416 crsl016 adverse event 100268640 crsl016 adverse event 100292589 crsl016 adverse event 100308256 crsl016 adverse event 100310499 crsl016 adverse event 100310500 crsl016 adverse event 100311696 crsl016 adverse event 100312556 crsl016 adverse event 100312558 crsl016 adverse event 100316695 crsl016 adverse event 100319101 crsl016 adverse event 100319317 crsl016b adverse event 100322823 crsl016 adverse event 100322843 crsl016 adverse event 100324120 crsl016 adverse event 100324121 crsl016 adverse event 100324124 crsl016 adverse event 100327801 crsl016 adverse event 100329097 crsl016 adverse event 100334689 crsl016 adverse event 100335486 crsl016 adverse event based on investigation, no CAPA (corrective and preventive action) required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis. The final investigation was completed on 27jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 27-jun-2023 from quality department: ptc details with summarized conclusion and suspect strength and expiry date added. Text was amended accordingly.